Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy and sling procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced unspecified issues and remained in the hospital for approximately 5 days and with a catheter in place for 10 days. The patient reported experiencing leakage with the catheter and the catheter was replaced with a larger size. The patient underwent a cystoscopy on an unknown date and reported the mesh was either cut or loosened. The patient reported there was an unspecified puncture that was patched during an unknown procedure. The patient continued to experience pain, severe urinary incontinence, and bowel incontinence after the procedure. No further information is available.